Event description:
It was reported that there was a clutch occlusion alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that there was no external damage. During multiple flow and occlusion testing, the reported problem could not be verified. The root cause of the issue could not be determined. Replaced position pot as a preventative measure. (UDI) is unknown. No product information has been provided to date.